Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist called the customer, raised an allegation about screen stuck after trying to login and advised the customer to reboot the station, after which the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck on the blue screen and frozen when the user was trying to login to the station. The customer tried to reboot the station, but issue persisted. However, there were no delays, adverse events or injuries reported based on this event.